Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the duracon medium 2 cructix baseplate became loose and the duracon medium 11 mm insert ap-lipped insert was cracked. The surgeon then implanted a universal duracon medium 2 baseplate with an 80 mm cemented stem extension. Then a duracon medium 16mm cs insert was implanted.